Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that their implantable neurostimulator (ins) was flipped and they were unable to recharge. It was noted that the patient noticed this on (B)(6) 2016. It was also reported that the manufacturer representative tried to read the ins using a clinician programmer 8840, which showed that the device was over-discharged. A pocket revision was performed on the date of this report and the issue was resolved. No patient symptoms were reported. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are spinal pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.